Event description:
Healthcare professional reported 1 month after injection with juvederm voluma in the cheeks and chin area pt developed swelling of the injection sites. Pt was prescribed prednisone and "telfast (fexofenadine)". Pt symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects - the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection.